Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing irritation at the ipg site. The patient had decompression surgery that ended their pain and the patient wanted the system removed. On (B)(6) 2019 the ipg was explanted.